Event description:
A caller reported that a customer's sensor filament remained in the skin after removal of the adc freestyle libre sensor. The customer had contact with an hcp who diagnosed an infection and prescribed unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Performed visual inspection on the returned sensor patch, no issues were observed. Sensor plug was returned and was not fully seated. Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user. Sensor applicator and sensor pack were not returned. Extended investigation has also been performed and determined that there was no indication that the product did not meet specification. DHR's (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a customer's sensor filament remained in the skin after removal of the adc freestyle libre sensor. The customer had contact with an hcp who diagnosed an infection and prescribed unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.